Event description:
It was reported by phone that there was an ambulance accident. There was no pt on the cot at the time of the accident; however, one medic experienced neck pain as a result of the accident.